Event description:
The customer was hospitalized for hypoglycemia. The customer stated the event occurred about a month ago and has been off the pump since that incident. The cause of the event could not be determined by the md. Additionally, the customer said that they were incoherent when they were admitted. It was noted that an error alarm occurred. It was indicated that the customer declined to troubleshoot. No further details.